Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00969. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 days. Manufacturer's investigation conclusion: the patient remains ongoing on vad support. A direct correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized for gastrointestinal (gi) bleed on (B)(6) 2018. The patient presented with bright red blood from rectum. Colonoscopy was performed and the patient was transfused with 8 units packed red blood cells. The source of bleeding was confirmed to be arteriovenous malformation (avm) in proximal ascending colon, which was treated with hemoclip. The patient was also held on aspirin for a day and heparin for two days but not on coumadin yet. The gi bleed resolved on (B)(6) 2018. The patient had a pre-existing history of polyps removed preoperative per polypectomy; bleeding was found at that site. No additional information was provided.